Manufacturer narrative:
Eval method: follow-up with company representative.

Event description:
It was reported that a patient underwent a balloon kyphoplasty procedure at level l1 on (B)(6) 2011 . The procedure was completed successfully. Postoperatively, the patient complained of back pain for 3-4 days worse than prior to the procedure. Patient was seen (B)(6) 2011; pain continued. A repeat MRI of the lumbar and thoracic spine demonstrated a kyphoplasty result without any new fractures. Patient was offered a series of epidurals. No further information was reported.